Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a test step low o2 flow. The device's active exhalation control module needs to be replaced to address the issue. The device also failed an internal battery capacity test step and a lead acid power source peak power test step. The device's charging limit was changed to 65% for the battery capacity test step and the lead acid power source test step failed due to a test station error. These issues would not affect therapy delivery. The device was deemed disqualified for recertification and was scrapped.